Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning in fill 1 of 3 during pd treatment. The patient canceled treatment and when removing the cassette found fluid in the pump module area of the cycler and also fluid on the external part of the cassette. In a follow up, the patient verified the event and said there was no harm, adverse event or intervention encountered. The patient was told to let the cycler dry over night and has been using it since with on further issues.